Event description:
Procedure: nephrectomy. Reportedly, during the procedure, the stabilizing balloon broke. As it broke it fell from the device into the patient's surgical cavity. It was retrieved without difficulty. No patient injury reported.